Event description:
This is filed to report death. For this retrospective analysis, the objective was to investigate the role of stressed blood volume (sbv) in patients with severe tricuspid regurgitation (tr). Consecutive patients with severe symptomatic functional tricuspid regurgitation (tr) undergoing right heart catheterization (rhc) prior to isolated transcatheter tricuspid edge-to-edge-repair (teer) at the heart center leipzig, were included between 2016 and 2021. Teer was carried out either with the triclip, mitraclip, or a non-abbott device. Procedural success was defined as successful device placement and tr reduction of at least one grade at discharge. A one month follow-up for symptoms and echocardiography indicated higher sbv and unfavorable hemodynamics for some patients. Adverse events that were noted: 82 patients (29%) died, 36 patients (13%) were hospitalized for heart failure (hf). Patients with tricuspid regurgitation remain at high risk for heart failure events after valve repair. This study demonstrates that the assessment of volume status and its functional distribution between stresses and unstressed components, allows for risk stratification following teer. Higher stressed blood volume was associated with less reductions of central venous pressures in response to tricuspid repair and a strong predictor of subsequent mortality and heart failure hospitalizations. Details are listed in the article titled, "stressed blood volume in severe tricuspid regurgitation implications for transcatheter treatment."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on the information reviewed, and due to limited information available from the article the cause for the reported hypertension, death and hf could not be determined. Additionally, the reported patient effects of hypertension, hf and death are listed in the instructions for use, potential complications and adverse events section) and are known possible complications associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. A2: mean age. A3: majority gender. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI is unknown as the part and lot numbers were not provided d6a: date of implant is estimated. The additional patient effects and reported in the article are captured under a separate medwatch report.